Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿failed the accuracy ". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed the accuracy test after receiving the unit back from repair. No patient was involved. Upon follow up on 27-feb-2018 the customer stated that the kangaroo 1000ml anti-free flow feeding set used was about 2 months old, lot number is unknown. The unit was not run fro 15 minutes prior to testing. The correct feeding bag head height per instructions was used. The tubing was not overstretched during the installation. The rate was set to 75mls/hr and the actual volume delivered was 42 or 43 ml after 30 minutes.